Event description:
A pt with choroid melanoma diagnosed in 1997 and liver metastasis discovered in 1998, who underwent therasphere treatment to the left lobe of liver in 2001. The pt received 144 gy. Therasphere infusion was uneventful and pt left hosp on the same day asymptomatic. Five days later, pt went to ER for upper abdominal pain, nausea and vomiting and was admitted for pain mgmt. Pt was discharged to home 8 days later with pain decreased and well controlled with oxycontin 20 mg bid and other symptoms resolved.